Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted. Device was tested with a water fill reservoir. Device left on status screen matched properly with units left on test reservoir. No gap between the piston and reservoir noted during testing. No anomalies noted. The motor was tested outside of device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was not able to rewind. The customer¿s blood glucose level was 181 mg/dl at time of incident. The insulin pump will be returned be for the analysis.